Event description:
(B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the stent was found to be under expanded. The 90% stenosed and 40mm long target lesion was located in the non calcified and non tortuous proximal to mid left anterior descending coronary artery with a reference vessel diameter of 2.75mm. The lesion was predilated with a 3.0x20mm balloon at a maximum pressure of 8atm and the 2.75x38mm taxus liberte stent was implanted followed by post dilation with a 3.0x20mm non-complaint balloon to a maximum pressure of 20atm. It was reported that there was 0% residual stenosis. However post-stent deployment intravascular ultrasound revealed stent under-expansion which was treated with additional post dilations with a non-complaint balloon resulting in optimal final stent deployment. During the same procedure, an additional lesion located in the 1st obtuse marginal coronary artery was treated with placement of a 2.5x20mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Returned empty the analysis results found that the er320 device was returned empty and locked out. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was fired 4-5 times successfully. On the next firings, the clips spit out of the jaws unformed and fell into the patient. Endo graspers were used to retrieve the clips. A new device was used to complete the procedure. There was no patient impact.